Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed twiddler's syndrome and the right atrial lead dislodged. The lead was successfully repositioned. The patient was in stable condition post surgery and would continue to be monitored.